Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 60.0, 85.0 118.0 and 125.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Resistance was encountered as the kinks in the pusher assembly were being advanced through the demonstration microcatheter; however, the smart coil was able to be advanced completely through the microcatheter and out of the distal tip. Conclusions: evaluation of the first returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, damage such as offset coil winds may occur. During the functional test, resistance was encountered while attempting to advance the smart coil out of its introducer sheath and the smart coil could not be advanced any further. The offset coil winds likely contributed to the resistance experienced during the procedure and during the functional test and prevented the smart coil from being advanced any further. Evaluation of the second returned smart coil revealed that the pusher assembly was kinked. If the device is forcefully advanced against resistance, damage such as kinks may occur. However, some of these kinks may have been incidental and may have occurred while packaging the device for return to penumbra. During the functional test, resistance was encountered as the kinks in the pusher assembly were being advanced through the demonstration microcatheter. The smart coil was able to be advanced completely through the microcatheter out of the distal tip. The root cause of the smart coil becoming stuck inside the hub of the microcatheter could not be determined. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02072.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, while attempting to insert a smart coil into a non-penumbra microcatheter, the physician experienced resistance at the hub of the microcatheter and the smart coil would not advance; therefore, it was removed. The physician then opened a new smart coil but it became stuck inside the hub of the microcatheter; therefore, it was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.